Event description:
The product complaint report shows the customer alleged the audio alarm to be intermittent. The facilities biomedical tech inspected the device and replaced the power switch as a precaution. The customer reported no pt involvement. It is not verified that the audio alarm is intermittent, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.